Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/15/2023 h6 component code: g07002 no device problem found. Investigational summary: the product was returned to ethicon for evaluation. Visual inspection evaluation was conducted on the returned device. The returned sample determined that it was received a labeled winding former with a partially dispensed suture along with two empty opened foils that pertain to the product code z311h. In order to evaluate the condition of the returned sample, the suture was dispensed without problems and examined along the strand and no issues related to breakage sutures or anomalies were observed during the evaluation. The product code z311h contains an absorbable suture and the time of exposure of the suture in the environment could not be determined. The functional test could not be performed. In addition, the needle was not received for evaluation. The suture was examined, and a mark of correct insertion was noted in one extreme of the suture; however, the force used to detach the needle from the suture could not be determined. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned a review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. When the needle-suture was inserted into the tissue, the suture got caught in the tissue and when the needle-suture was pulled, the suture was broken. There were no adverse consequences to the patient. No further information was provided.